Event description:
Complainant alleged that while attempting to treat a pt, the battery in the unit failed. The clinicians indicated that the spare battery also failed. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.